Event description:
In this event it was reported that a patient had experienced trouble breathing after coming in contact with viso-gel. The patient visited their gp and was given a ventolin inhaler to help with the symptoms.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.